Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported nav-ring failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Event description:
The customer reported nav-ring failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date rec'd by MFR 10oct2019 date of report 11oct2019 trouble shooting with philips technical support it was confirmed the nav ring had failed. The customer ordered a new part. The customer replaced the front bezel to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.